Event description:
The patient was revised because of loosening of the femoral and tibial components.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product information required to review the device history record was not provided. The investigation was limited to the information provided. The initial reporting indicated the products were not suspected of failing to meet specifications or contributing to the event. The investigation could not verify or draw any conclusions about reported device loosening; however, provided information states a pre-existing patient condition was the root cause. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.